Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device diagnostic testing the device did not performed the diagnostic in the selected mode. No further information was available.